Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device(has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
During the decontamination of the sample, it was noted the device had an additional set of depth markings on the catheter.

Event description:
During the decontamination of the sample, it was noted the device had an additional set of depth markings on the catheter.

Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one MRI powerport isp w/ 8fr groshong catheter was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is unconfirmed for a defective catheter, specifically, extraneous marks on the catheter. Black marks were found near several of the depth marks on the catheter and were black and of similar appearance to the ink of which the depth marks were composed. However, manufacturing site evaluation found these marks to be acceptable according to the cited visual standard. The complaint has been unconfirmed. Although black marks were found on the catheter, these were determined to be within specification. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable as the complaint is determined to be manufacturing related. Product labeling would not have prevented this issue. Precautions I. Prior to placement: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a sterile package and is non-pyrogenic. Do not use if the package is damaged, opened, or the expiration date has passed. Ii. During placement: do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps. Take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage. Do not use the catheter if there is any evidence of mechanical damage or leaking. Do not bend catheter at sharp angles during implantation. This can compromise catheter patency. Carefully follow the connection technique given in these instructions to ensure proper catheter connection and to avoid catheter damage. Do not use sutures to secure catheter to the port stem as it could collapse or damage the catheter.